Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes tested positive, while the samples in edta tubes were negative. Confirmatory testing done, and second extraction obtained negative results. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the customer says that at the blood bank, when crossmatching blood bags, at least two tubes after testing positive for serum, were tested in an edta tube and were negative. 1) what specific tests are they running that came up positive on serum and negative on edta - irregular antibodies. Grifols dg gel cards - dg gel coombs and dg gel neutral. With the affected material, all test tubes were positive in both cards. This was repeated with a second tube, of the same material, obtaining the same result. It was repeated in edta plasma and all results were negative. It was checked again in a second extraction, and all were negative in both serum and edta. 2) were any erroneous results reported to healthcare provider? - no erroneous results were communicated to the healthcare provider?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes tested positive, while the samples in edta tubes were negative. Confirmatory testing done, and second extraction obtained negative results. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the customer says that at the blood bank, when crossmatching blood bags, at least two tubes after testing positive for serum, were tested in an edta tube and were negative. 1) what specific tests are they running that came up positive on serum and negative on edta - irregular antibodies. Grifols dg gel cards - dg gel coombs and dg gel neutral. With the affected material, all test tubes were positive in both cards. This was repeated with a second tube, of the same material, obtaining the same result. It was repeated in edta plasma and all results were negative. It was checked again in a second extraction, and all were negative in both serum and edta. 2) were any erroneous results reported to healthcare provider? - no erroneous results were communicated to the healthcare provider?

Manufacturer narrative:
H.6. Investigation summary: bd received 98 samples for investigation. The samples were visually inspected for any defects and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was conducted and this is the only complaint received for the reported defect code (erroneous results) on this lot #. Bd does not have an immunohematology claim for bd vacutainer® sst¿ ii advance tubes, therefore further clinical testing cannot be performed. This complaint is unable to be confirmed for false positive results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.